Event description:
The customer reported the system was not turning on. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer reported they reconnected the cable inside 220v plug. The system was found to be working as intended. The system was put back into service.